Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported bad door latch which was confirmed during evaluation. The cause was determined during a visual inspection to be a damaged upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad door latch. The pump was not acknowledging when the door was open, so when trying to load a set the loading guide would not come on the screen. There was no patient involvement. No additional information is available.